Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload. Fluid overload in peritoneal dialysis (pd) patients can manifest as generalized edema, pulmonary edema, and hypertension and fluid overload in a pd patient may reflect any combination of inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction. Based on the available information, inadequate dialysate concentration was the cause contributed to the fluid over load. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s caregiver reported that the patient was having difficulty draining. The caregiver stated that the patient had visited the hospital for feeling full. During follow up with the peritoneal dialysis registered nurse (pdrn) it was confirmed the patient was hospitalized for fluid overload. According to the pdrn, the patient was not using the correct strength of dialysis solution. The dialysis solution was increased from 2.5% to 4.25%. The patient has recovered and continues on peritoneal dialysis. No further information was provided.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.